Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and inadequate stimulation due to ipg was nonfunctional. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per physician.